Event description:
Per information received from hospital risk manager, a patient rolled over and broke a PICC device, requiring insertion of a new catheter. The patient had been previously admitted for a left elbow infection. The used device is being returned for evaluation.

Manufacturer narrative:
It has been indicated that the device involved in the reported incident will be returned for evaluation. To date, however, the device has not been received. Upon receipt of the device/completion of the investigation, a follow-up medwatch will be submitted. (B) (4).